Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve fall off with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that sleeve fall off occurred with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, "the rubber sleeve was detached."

Manufacturer narrative:
Device expiration date: unknown, device manufacture date: unknown, a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sleeve fall off occurred with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, "the rubber sleeve was detached."